Event description:
It was reported that shavings came out of the handpiece during a dental implant procedure. The shavings did not enter the pt or surgical field, and there was no pt or user injury. The procedure was completed successfully with another device.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is completed.